Event description:
It was reported that the asymptomatic patient's right atrial and right ventricular leads exhibited noise. The noise presented via episodes of noise reversion and high ventricular rates. Both leads were extracted and replaced on (B)(6) 2018. The patient was stable throughout.